Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result generated by the alinity I processing module for a 51-year-old female patient. The sample was retested, and normal results were obtained. The following data was provided: reference range: 0 to 14 pg/ml. (B)(6) 2026 sid (B)(6): initial result = 45 pg/ml, repeat results = 3.0 pg/ml, 3.8 pg/ml, 4.4 pg/ml, 3.0 pg/ml, 3.8 pg/ml, 3.2 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.